Event description:
Caller reported an advantage result of 240 mg/dl, professional system result of 115 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.